Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0780 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported the patient was diagnosed with lung malignant tumor at 10:46 on (B)(6) 2021. PICC tube was inserted with a central venous catheter set and accessories intubated through the peripheral artery. The postoperative condition was good and he was discharged from the hospital and started chemotherapy. On (B)(6) 2021 08:00 the patient was admitted to the hospital and complained of redness and discharge at the PICC catheterization site in the past 2 days ((B)(6) 2021). Physical examination: body temperature 36.4, pulse 83 beats/min, breathing 20 breaths/ points, blood pressure 128/80mmhg, visible 3×3cm redness, swelling, induration, tenderness (+) at the PICC puncture point, doctor diagnosed catheter-related infection, admitted to hospital, (B)(6) 2021 09:00 immediately give cefurfur injection sodium octyl 1.5g+ns 100ml IV.gtt bid is anti-infective, and the puncture point is treated with transparent dressing. On (B)(6) 2021, the patient reported that there was no pain at the puncture point. Physical examination: body temperature 36.0, pulse 77 beats/min, breathing 20 beats/min, blood pressure 120/80mmhg, it can be seen that there is no redness and swelling at the puncture point. The patient can be discharged in general conditions.adverse events: redness and discharge at the PICC catheter site, 3×3cm redness and swelling at the PICC puncture point, induration, tenderness (+), catheter-related infection can be seen.impact on victims: cause catheter-related infections in patients, hospitalized anti-infective treatment.time for treatment measures: (B)(6) 2021 09:00.take treatment measures: immediately give cefuroxime sodium 1.5g + ns 100ml IV.gtt bid for injection to fight infection, and change dressing treatment with transparent dressing at the puncture point.time for improvement of adverse events: (B)(6) 2021 08:10.combined use of equipment: none.